Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. D4: additional device information. G1: contact office (and manufacturing site for devices) contact name and email. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) t3pt5411, (t3 pro tapered implant 5/4mm (d) x 11.5mm (l) for evaluation. Visual evaluation was performed, the implant had signs of use. The drive feature was damaged. Device history record (DHR) review was completed for the subject lot number: 2120000445. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 2120000445 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : device malfunction and dental : functional : damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeds recommended value therefore, based on the available information, a device malfunction did occur. The drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that implant was placed according to drill protocol. During final precision turning of implant the tool in implant slipped/spinned and implant was removed. Doctor performed augmentation with puros and placed another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products ire100u, certain universal ratchet extension implant driver (short) lot unknown, ire200u certain universal ratchet extension implant driver (long) lot unknown, iipdtul, internal connection universal placement driver tip ¿ long lot unknown, iipdtus , internal connection universal placement driver tip ¿ short lot unknown.